Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent a procedure at l4-l5 via transforaminal lumbar interbody fusion (tlif) to treat lumbar canal stenosis (lcs). It was reported that the cage was fractured during impaction to rotate. The cage fracture was confirmed. When the cage was fractured, the cage was almost placed at intended place. As a result, the fracture cage was left in the patient with fragment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.